Event description:
It was reported that the patient's blood glucose level was "high" (>27.8 mmol/l, >500 mg/dl) while wearing the pod for 5 hours. The patient experienced bleeding at the infusion site (back). As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received fully deployed with evidence of blood on the adhesive pad, in the soft cannula, and occluded in the hard cannula. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding bruising could not be determined. Investigation of the returned device found the exposed portion of the soft cannula to be damaged. The exact cause and timing of the cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.